Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the data provided, a general reagent issue was not found. The field service representative replaced the measuring cell and the customer reported no further issues. Possible root causes for this type of event include insufficient sample quality, contamination of the reaction cup, insufficient electromagnetic interference (emi) compliance, insufficient maintenance, or instrument problems.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable high elecsys pth stat immunoassay result for one patient sample. The initial result was 22.90 pmol/l with a data flag and was reported outside the laboratory. The physician called the laboratory and asked for the sample to be repeated as the result did not fit with the clinical findings for the patient. The repeat results on 04/03/2017 were 2.01 pmol/l and 2.04 pmol/l. On (B)(6) 2017, the result from another sample collected at the same time as the first sample was 1.55 pmol/l with a data flag. On (B)(6) 2017, the suspect sample was repeated five times with results between 1.32 and 1.51 pmol/l with data flags. The second sample tube was repeated five times with results between 1.28 and 1.39 pmol/l with data flags. There was no allegation of an adverse event. The reagent lot number was 185005. The expiration date was requested but was not provided. The customer noticed a small amount of fibrin around the separator gel in the sample.